Manufacturer narrative:
The single use blade was not retained by the customer and not returned to verathon for evaluation, therefore the cause cannot be determined. Device history record (DHR) was reviewed, all functional tests passed and no discrepancies were found. The complaint history for the lot number was reviewed with no additional complaints related to this lot of blades. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope single use spectrum lopro s4 blade, the image went black while the physician attempted to view the glottis. The physician replaced the s4 blade with a s3 blade, as no other s4 blades were immediately available, and completed the procedure. No harm to patient or user was reported. The customer indicated following the procedure the blade was tested on a second glidescope system and no image was produced.